Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 62 complaints, regarding 62 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias5-120lp, airseal 5/120mm port, was being used during a robotic assisted conversion of sleeve gastrectomy on (B)(6) 2023 when it was reported, ¿airseal 5mm trocar upon removal from patient, a part of the outer shell of trocar was broken off and left inside patient. Piece was found and removed by surgeon before closing.¿. The procedure was completed without any report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the ias5-120lp, airseal 5/120mm port, was being used during a robotic assisted conversion of sleeve gastrectomy on (B)(6), 2023 when it was reported, ¿airseal 5mm trocar upon removal from patient, a part of the outer shell of trocar was broken off and left inside patient. Piece was found and removed by surgeon before closing.¿. The procedure was completed without any report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.